Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1 of 2. As reported by the user facility, it was confirmed that the batch number was unknown and the samples were not available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As per user facility, event 1: catheter connectors are opening once connected to catheter. This occurred twice in the last two (2) weeks. They tried the recommended methods for securing the connectors and they do not work. The most recent connector that opened, the epidural catheter was removed, patient taken back to operating room (or) and converted to general. No information on the first patient. No patient injury reported. This report is for the first patient.